Event description:
Pseudoseptic reaction. Information was received from a physician's assistant on 07/dec/2007 regarding a female patient, initials mes, with a history of osteoarthritis and previous synvisc injections in 2004, who experienced a pseudoseptic reaction in her right knee after receiving a synvisc injection. The patient received a synvisc injection into the right knee on a month before. The reporter stated that on the next day, the patient experienced a pseudoseptic reaction in her right knee. The patient's labs were followed to verify the lack of infection, an ultrasound was performed to rule out a blood clot, she received pain medication in the emergency room and was maintained on oral anti-inflammatory agents. Ice was applied to the right knee and it was elevated. The patient received a steroid injection on original date. The reporter stated that "the patient's right knee is improving". The physician's assistant assessed the relationship of synvisc to the event as definite. At the time of this report, the patient had not yet recovered. Pain medication, oral anti-inflammatory agents, ice and elevation, steroid injection.